Event description:
A complaint was received regarding a lower glucose sensor scan of using the adc device compared to the built-in meter. As a result, on 16 aug 2022 at 16:56, the sensor scan of lo (less than 40 mg/dl) was reported. A blood glucose test of 581 mg/dl was obtained at 17:39 and the customer was provided an unknown dosage of rapid insulin by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scans of lo (less than 40 mg/dl) and 42 mg/dl compared to blood glucose tests of 586 mg/dl and 583 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg ate is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a lower glucose sensor scan of using the adc device compared to the built-in meter. As a result, on (B)(6) 2022 at 16:56, the sensor scan of lo (less than 40 mg/dl) was reported. A blood glucose test of 581 mg/dl was obtained at 17:39 and the customer was provided an unknown dosage of rapid insulin by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scans of lo (less than 40 mg/dl) and 42 mg/dl compared to blood glucose tests of 586 mg/dl and 583 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.